Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to prime a continu-flo set. It was not possible to properly flush out the fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 18/8/2017 and 18/9/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. Functional flow testing was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The companion sample was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.